Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. The left limb attachement system was removed and the limb was sutured in through a cutdown above the attachment system.